Event description:
In 2008, the lay-user/reporter contacted lifescan alleging that a one touch ultra 2 meter would not power on. The medical affairs specialist (mas) spoke to the reporter in the next day, and was able to obtain/verify limited information. The patient tests her blood glucose 4 times a day. She tests before meals and at bedtime. She takes humalog and lantus insulins. The reporter was unable to provide the details of the patient's insulin regimen. The reporter indicated that the patient was unable to test her blood glucose with the reported meter for about 2 days because of the alleged issue. On two separate occasions during the time of concern, the patient reportedly developed symptoms of dizziness and shakiness. While she was symptomatic, the patient was able to borrow a neighbor's meter and tested herself on each event. On one event, she obtained a result of "63 mg/dl." In the other event, the patient got a result of "56 mg/dl." The reporter was unable to provide information as to what actions the patient took before and after the symptoms developed. It is not known if the patient was able to test her blood glucose with her neighbor's meter before the symptoms developed in each case. According to the reporter, the patient did not receive medical intervention from a health care provider. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms suggestive of hypoglycemia after the alleged meter issue began. The reporter alleged that the patient was unable to test herself with the meter for 2 days because of the power issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.